Manufacturer narrative:
The information provided in this report was based on information given by the dentist in neodent¿s products warranty form. The original complaint was received by the subsidiary and did not arrive in the manufacturer yet. When this happens, a new evaluation of the complaint will be carried out and, if necessary, a follow-up report will be send.

Event description:
(B)(4) - the dentist reported that after almost 3 months he had to remove the dental implant from intraoral region 27#, due to a fracture. Moreover, the patient presented bone type ii. There is no further information about the case.